Manufacturer narrative:
Paresthesia is a wellknown complication during implant surgery in the posterior region of the mandible. In this case with limited information available, there is nothing that indicates that the problems experienced by the patient are related to the astra tech products. It is rather a surgery related complication. This event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. The patient received one implant astratech ev 4,8c - 11mm os on (B)(6) 2021 in region 31 (fdi # 47). The implant had to be removed on (B)(6) 2021 because of paresthesia. The implant was removed and replaced with shorter implant. After that treatment the patient was fine.